Event description:
Complainant alleged that during training by a zoll medical sales representative, the device displayed a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.